Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, an end tone, indicating a completed seal cycle was heard, but the seal was not completed. When the surgeon cut the tissue some bleeding was seen. Another device was used to complete the procedure. There was no pt injury.